Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a herniorrhaphy, part of the stapler was offset and the jaws of the device would simply not close on the tissue. The two halves would not join and lock into place as usual at the hinge pin. They changed the stapler to complete the case. There was no patient injury.